Event description:
Reportedly, the pt had hematoma due to acute respiratory insufficiency. The event occurred 6 hrs after surgery which was done with no complications at the time. During the intervention bleeding of the artery around the superior pole of the left lobe thyroid which was sealed previously sealed using the device. The intervention was completed after the bleeding was noticed.